Event description:
A woman reported that her son experienced an "eye infection" in his left eye with symptoms of redness and sensitivity to light following use of complete moistureplus multi-purpose solution. On 03/16/2007, we rec'd a report from the pt's ophthlamologist confirming a 2006 diagnosis of conjunctivits and superficial keratitis os. He noted that the pt reported redness and decreased vision for one day. He treated the pt with antibiotic eye drops. Pt recovered without sequelae. The ophthalmologist's opinion regarding the relationship of event to product is "possibily".

Manufacturer narrative:
Batch record review of the reported lot was performed and no deviations were noted. The manufacturer performed chemistry and microbiological testing on both the actual device used by the pt and a retained unit; all results were within specifications.